Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during the hip joint surgery, the metal tip of the radiofrequency ablation electrode fell into the patient's body. The doctor spent about two hours searching under the microscope during the surgery, but failed. Afterwards, an incision was made to search, but it was still not found. The electrode patch is embedded in the body and cannot be removed